Event description:
Healthcare professional reported "capsular contracture baker grade ii, pain and implant rippling". Later the healthcare professional reported "no complaint against the device". Later the healthcare professional reported "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture